Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-01521. It was reported that the patient's system was auto-reducing due to high impedances on both leads. Surgical intervention is pending to address the issue.

Event description:
Related MFR. Report#: 3006705815-2019-01521.

Event description:
Reference MFR. Report#: 3006705815-2019-01521. Further information indicates surgical intervention was undertaken on (B)(6) 2019 wherein the leads and anchors were explanted and replaced thus resolving the issue.